Event description:
During an unrelated procedure, the physician decided to change the device. Upon attempting to disconnect the right atrial (ra) lead, the ra lead was unable to disconnected from the device header. The ra lead was cut, capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. Visual inspection of the device revealed the atrial septum was damaged and its setscrew inset was found slightly stripped around the opening, consistent with incorrect toque wrench insertion. Leads were able to be removed and retighten without any issue during analysis. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.